Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found a kinked tubing at the top of the wash solution bottle. The fse removed the kinked tubing section. The fse instructed the customer to run daily check and quality controls, which passed. The aia-360 instrument was functioning within specifications. A complaint history review and service history review for similar complaints on error message 2015 bf probe purge failure was performed for serial number (B)(4) from (B)(6)2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages indicates that error message 2015 bf probe purge failure is generated when purging by the bf probe is abnormal. The operator is clean up the wash probe tip, replace it, or contact the service department. The most probable cause of the reported issue was due to a kinked tubing on the wash solution bottle.

Event description:
On (B)(6) 2017 a customer reported getting 2015 bf probe purge failure error message with the aia-360. The customer reported requested service to address the issue and refused troubleshooting over-the-phone. The customer was unable to run intact parathyroid hormone (ipth). On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.